Event description:
It was reported that during disassembly of the instruments after a tka, the anspach drill and handpiece were jammed together. Once they were disassembled, the bur was still jammed in the long attachment. The snap-lock mechanism was damaged in the process. No other complications were reported.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition doesn't show wear. The snap sock assembly is in pieces. The handpiece side strain relief needs additional silicone. The device cannot be functionally evaluated due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 276 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.

Manufacturer narrative:
Memo for the submission added.